Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 12/11/2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient to upgrade the receiver. No additional patient or event information is available.